Event description:
During surgery, as the surgeon moved the scalpel blade toward the scrub table, while pressing the button to retract the blade, the blade ejected from the scalpel housing. Hospital claims blade ejected with a lot of force. There was no injury to any surgical personnel or the pt.

Manufacturer narrative:
During surgery, as the surgeon moved the scalpel blade toward the scrub table, while pressing the button to retract the blade, the blade ejected from the scalpel housing. Hosp claims blade ejected with a lot of force. There was no injury to any surgical personnel or the pt. Deroyal industries, inc is the MFR of the angiography tray but the safety scalpel involved in this report is mfg by merit medical. The safety scalpel is a component of the deroyal angiography tray. Several samples of different safety scalpels from different lots did not produce any blade retraction malfunctions when tested.